Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no sample was provided therefore physical investigation was not performed. The user report contains information and video images regarding blocked catheter. User sent for physical investigation aspirex 8f 110 cm catheter as a result of mix up. The physical sample evaluation does not have any impact for this complaint as a different catheter was used for the intervention and not captured in this record. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2022 a patient with acute venous thrombosis underwent a thrombectomy & atherectomy procedure using aspirex. It was reported that during a recanalization procedure to treat acute venous thrombosis, the catheter began to aspirate without any intercurrences, until halfway through the procedure, the catheter allegedly no longer aspirated. It was further reported that catheter got hot. The procedure was completed by replacing with another device. There was no reported patient injury.